Event description:
While walking on a 3 mile walk across the annual bridge walk to (B)(6), which I try and do every year with no problems, I was having a hard time breathing and starting to become dizzy. I took my pulse and it stayed at 75 when by this time it should be at least 90 to 100.